Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. The cause of the event was due to the helix being clogged with blood. Once cleaned, the helix could be extended and retracted normally.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for an implant procedure. While placing the right ventricular lead, it was noted that the helix had become dislodged. Further attempts at reimplantation were unsuccessful, and so the lead was explanted and replaced. Analysis of the lead outside the body revealed that the movement of the helix was not smooth. There were no patient consequences.